Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included chronic low back pain and spinal pain. It was reported that volume discrepancies occurred during the last several refills. Less was extracted from the pump than expected several times. No actions/interventions were taken at the time of report, but surgical intervention was planned. Surgery had not been scheduled yet. The issue was not resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-apr-29. It was reported that the pump was infusing dilaudid (10mg/ml at 6.02mg/day). The volume discrepancies were as follows: on (B)(6) 2018 4.7cc were expected and 1cc was withdrawn; on (B)(6) 2019 5.6cc were expected and 1cc was withdrawn; on (B)(6) 2019 4.6cc were expected and 1cc was withdrawn; on (B)(6) 2019 9.2cc were expected and 5cc were withdrawn.

Manufacturer narrative:
Analysis of the pump identified failed dispense testing above specification. Analysis also identified corrosion and/or wear and/or lubrication of the motor gear train as well as a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.